Event description:
Device 4 of 5; reference MFR. Report#: 1627487-2019-03155, 1627487-2019-03156, 1627487-2019-03157, 1627487-2019-03250.

Event description:
Device 4 of 5; reference MFR. Report#: 1627487-2019-03155, 1627487-2019-03156, 1627487-2019-03157, 1627487-2019-03250. It was reported that the patient has a suspected infection. Follow up information identified the infection was at the anchor site. To address the issue, the physician explanted the patient's two leads and two anchors and replaced them with two new leads and two new anchors. The original ipg was left in place and connected to the newly implanted devices. The patient's two anchors have therefore been added as devices four and five to this complaint.